Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect cl for gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a cl value of 140 mmol/l. The customer decided to repeat the sample since they received critical results for sodium. The sample was repeated, resulting in a cl value of 103 mmol/l. The repeat value was deemed correct. The cl electrode lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The field service engineer determined that the electrodes and tubing needed to be replaced. The electrodes and tubing were replaced. Ise checks were performed and there were no noise errors. All mechanisms were verified to be working properly. The customer ran controls.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.